Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gsp (B)(4) & gsp (B)(4): (B)(6) reported camera connection error update: (B)(4). Tka. Noticed during procedure. Patient involvement: system went down between femur cuts. No harm to patient. No adverse consequences to patient. Surgical delay >30 mins. Procedure was completed successfully with manual instrumentation. Approval to use bypass cable was not given in time to finish bone cuts with robot.

Event description:
(B)(4). (B)(6) reported camera connection error. Update: (B)(4). Tka noticed during procedure. Patient involvement: system went down between femur cuts. No harm to patient. No adverse consequences to patient. Surgical delay >30 mins procedure was completed successfully with manual instrumentation. Approval to use bypass cable was not given in time to finish bone cuts with robot.

Manufacturer narrative:
"Reported event: (B)(6) reported camera connection error. Device evaluation and results: per (B)(4): fse instructed mps to clean cables but resulted with the bypass cable being used. Per (B)(4): fse successfully replaced the usb to fiber converter. The system presurgery checks were completed successfully. Product history review; a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review; a review of complaints in catsweb and trackwise related to p/n 207797, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."